Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a blade lifted from the balloon. The 90% stenosed lesion was located in the severely tortuous superficial femoral artery (sfa). A non-bsc introducer sheath along with a non-bsc guide wire was inserted from the right brachium. The small peripheral cutting balloon was advanced, inflated in the lesion and then deflated completely. While withdrawing the cutting balloon device, a blade got stuck with the distal part of the sheath and a blade toward mid flex point got lifted. No blade detachment occurred. The cutting balloon device was moved back and forth several times and it was able to retrieve the device into the sheath. The cutting balloon device was successfully removed. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a blade lifted from the balloon. The 90% stenosed lesion was located in the severely tortuous superficial femoral artery (sfa). A non-bsc introducer sheath along with a non-bsc guide wire was inserted from the right brachium. The small peripheral cutting balloon was advanced, inflated in the lesion and then deflated completely. While withdrawing the cutting balloon device, a blade got stuck with the distal part of the sheath and a blade toward mid flex point got lifted. No blade detachment occurred. The cutting balloon device was moved back and forth several times and it was able to retrieve the device into the sheath. The cutting balloon device was successfully removed. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned device identified a blade had lifted approximately 5mm from the proximal end. The pad was intact. A microscopic examination observed no damage to the balloon or remaining blades. All remaining blades were present and fully bonded to the balloon. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).